Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and the use of the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between use of the cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis event was attributed to touch contamination. This is supported by the culture results of staphylococcus warneri, a component of the normal skin microbiome as a common saprophyte. Based on available information and no allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported being hospitalized due to peritonitis. The patient could not remember the admission date but provided (B)(4) 2026 as the discharge date. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2026 due to abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. Pd cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin every 5 days from (B)(6) 2026 (dose not provided). The cultures were positive for coagulase-negative staphylococcus warneri. The discharge date was not confirmed. The cause of the peritonitis event was touch contamination. The patient continued ccpd treatments during recovery.